Manufacturer narrative:
The cadiere forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have broken grips at the grip base. Both grip pieces approximately 0.68" x 0.20" were found to be broken off the wrist assembly. The broken pieces were returned. No pieces appeared to be missing as the broken assembly was pieced back together. This failure is most commonly cause by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, upon inserting the cadiere forceps instrument for first use, the jaws broke off into two pieces. Fragments fell inside patient and were retrieved in same procedure. No patient harm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) who created this complaint and obtained the following additional information: the csr was not in the case, but she was informed of the issue. The procedure was a pulmonary lobectomy. During the procedure, and upon initial use of the instrument, the jaws broke upon insertion. The jaws fell into the patient. The csr stated that the customer does not know what caused the instrument to break and it is unknown if the customer inspected the instrument properly prior to use. The customer removed the fragments with a laparoscopic instrument though the assist port. There was no medical intervention required to address the issue. Once the fragments were retrieved, the surgeon completed the procedure robotically. There was no patient injury. At the end of the procedure the surgeon took an x-ray of the patient and confirmed that all fragments were retrieved.